Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported possible moisture exposure to the insulin pump. It was also found the customer had a displayable history check failed on startup alarm and a battery out limit alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. However, unit had multiple displayable history check failed on startup alarms in the alarm history screen. Displayable history check failed on alarms due to corrupted history file. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.